Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter was cracked and caused electric shock. A replacement cable and wall adapter were sent to the customer. Customer's blood glucose was 250 mg/dl.